Event description:
It was reported that the external pulse generator (epg) was connected to the patient and turned on. The epg did not pace. Another epg was used, which provided pacing. The epg was sent for service and repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomalies.